Manufacturer narrative:
(B)(4): the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510(k) # is k021819

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter displayed an "ER 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint was classified based on information provided below obtained from the lifescan customer care advocate (cca). The alleged issue began on (B)(6) 2010 at 130pm. The patient stated she does not take medication to manage her diabetes and continued to follow her usual management routine. Approximately 13.5 hours later, the patient felt the symptoms: sweating, nervous and heart palpitations. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient was inserting the strip into the meter with blood. The cca walked the patient through a retest using the proper testing technique. Replacement products were still sent to the patient. It is not known if changes were made to the patient's diabetes regimen or if she was able to continue to test on another device; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported by service report that the scale not weighing properly.